Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use with 15 bd precisionglide¿ needle the needle was discovered to be clogged. The following information was provided by the initial reporter, translated from spanish to english: you are hereby informed that a quality problem was detected in one of the products that you provide us, finding that "nursing reports that when opening the needle package, it is clogged, making it impossible to function, this happens with 15 pieces.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 15 bd precisionglide¿ needle the needle was discovered to be clogged. The following information was provided by the initial reporter, translated from spanish to english: you are hereby informed that a quality problem was detected in one of the products that you provide us, finding that "nursing reports that when opening the needle package, it is clogged, making it impossible to function, this happens with 15 pieces.